Event description:
Customer reported not being able to test her blood glucose due to a blank screen on their precision xtra meter. Customer reported experiencing symptoms of headache, dizziness and loss of consciousness. Paramedics were called and treated customer with nasal oxygen. Customer was then transported to san ferando general hospital where she was diagnosed with severe hyperglycemia and treated with insulin, water and orange juice.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.